Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was 279 mg/dl. Reportedly, the customer changed their supplies to a different usb cable and wall adapter, but declined tandem technical support to follow-up regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.